Event description:
It was reported that during a stereo procedure, the probe would click but would not pull out any tissue. The marker would not deploy. A new probe and a new marker was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the sheath was received torn and missing from the device. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. The applier was re-fired properly. Each device is visually inspected and functionally tested during the MFR process, no conclusion could be reached as to how the incident occurred.